Event description:
This sophy adjustable pressure valve sm8 was implanted in a patient with a pressure adjusted to 120mm hg. Since the patient presented neurological complications and urinary incontinence, the doctor confirmed by rmi an overdrainage of the derivation. Valve revision was operated in 2005.